Manufacturer narrative:
Review of a 3mensio report provided showed the patient¿s access vessel (right side) had calcification, tortuosity and a section that was undersized at 5.2mm. The devices were not returned to edwards lifesciences for evaluation. Therefore, visual, functional, and dimensional analysis could not be performed. DHR review did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review revealed one similar complaint, but available information suggests that patient factors (access vessel calcification / tortuosity) may have contributed to the complaint event. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices: the user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Per the procedural training manual, vessel pre-dilation (as needed): a second dilator is included with the system for vessel pre-dilation as needed. Appropriately dilate the vessel by inserting the dilator past the aortic bifurcation. Sheath insertion: hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Ensure the sheath and dilator remain together during insertion at all times. Insert slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis. Ensure the sheath tip is inserted past the aortic bifurcation (above the renal arteries). Once inserted, remove dilator and suture sheath in place. Note: do not use if the sheath is damaged (i.e. Kinked or stretched). Note: do not flush sheath with either dilator or delivery system inserted. Additional considerations: heparin should be given prior to sheath placement to ensure act = 250 sec. Use stiff wire (for peripheral access only) in case of peripheral tortuosity. Apply tension to wire to provide firm rail for placement. Always observe fluoroscopy during insertion. Know position of sheath tip in the aorta. Proper screening is critical to reducing vascular complications. Push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification. Perform shallow stick/puncture so that sheath is parallel to leg. Do not over-manipulate the sheath at any time. Do not force sheath. If having trouble inserting sheath, remove the sheath and try pre-dilating the vessel with a dilator or making the incision larger. Check to ensure sheath is not damaged before reinserting. If damaged, re-turn and replace with a new sheath. System advancement force best practices: the following best practices may be considered for a thv procedure at the physician¿s discretion. Additional considerations should be made for the presence of tortuous anatomy, small vessel diameters and/or calcification. Crimp technique verification: utilize proper crimp technique by performing 3x crimp for 5 seconds every time. This ensures the appropriate crimp profile for the valve to be inserted through the sheath without adding to system advancement force. Sheath insertion angle and short movements: system advancement force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification. Perform shallow stick/puncture so that sheath is parallel to leg. Use short movements and push delivery system closer to sheath hub. Delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Shorter loader (valve sizes 20, 23 and 26mm): loader does not peel away. Keep loader completely inserted in sheath until just before delivery system removal at end of procedure to maximize system working length. Longer loader (valve sizes 20, 23, 26 and 29mm): if working length is sufficient, peel away the loader tube. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher that the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Note: in expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in the rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in the sheath slightly pulling back the sheath 1-2 cm while advancing the thv/ delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace. Do not over-manipulate the sheath at any time. Check delivery system is locked in default position and edwards logo up. Insert loader completely into sheath until it stops. Ensure wire is still in lv. Ensure sheath tip is still past the aortic bifurcation (above the renal arteries). Advance thv through loader and sheath using short movements. For longer, peel away loader, retract and peel away (if needed). Keep loader inserted in sheath until just prior to delivery system removal if using the shorter non-peel away loader. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that manufacturing non-conformances contributed to the reported events. The complaints were unable to be confirmed due to no sheath imagery/returned device. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined. A review of the manufacturing mitigations, lot history, and DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the report, the esheath was difficult to advance into the patient. Per the procedural training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. As identified in the 3mensio report, the access vessels were calcified, tortuous and undersized (< 5.5mm). The presence of calcification and tortuosity, in addition to undersized diameters of the access vessel, can create a challenging pathway for sheath/introducer insertion. Per the report, the delivery system and valve were unable to be advanced through the esheath. Per the procedural training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ the presence of calcification and tortuosity in the access vessels can create a challenging pathway for the delivery system and prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. The right access vessel approach was undersized as well which may have led to additional stress on the delivery during insertion. Available information suggests patient factors (calcification, tortuosity, and undersized vessels) contributed to the complaint events. However, a definite root cause was unable to be determined at this time. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The minimum required vessel diameter for a 14fr sheath is 5.5mm. In this case, patient factors (calcification / undersized access vessel/ undersized mld) and procedural factors may have contributed to the reported laceration of the right common iliac. The complaint for ¿sheath shaft ¿ insertion difficulty in-patient¿ was unable to be confirmed due to no imagery/returned device. No manufacturing non-conformances were identified during evaluation. Although a definitive root cause is unable to be determined at this time, available information suggests that patient factors (calcification / undersized access vessel/ undersized mld) may have contributed to the reported event. Since no IFU/training deficiencies were identified, no corrective or preventative action is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to be confirmed due to no imagery/returned device. No IFU/training/labeling deficiencies were identified. Although a definite root cause is unable to be determined, available information suggests that patient factors (calcification / undersized access vessel/ undersized mld) may have contributed to the reported event. Although no labeling or IFU/training inadequacies were identified, a product risk assessment and CAPA has been initiated to capture further investigation and corrective/preventative action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
During implant of a 26mm sapien 3 valve in the aortic position using transfemoral approach, shockwave to the right common iliac was performed due to the patient¿s calcified access vessel. The esheath was difficult to advance. The delivery system and valve were unable to be advanced through the esheath. The delivery system, valve, and esheath were withdrawn. A laceration of the right common iliac was observed and a 9mm stent was placed. A new esheath was inserted without difficulty and a new delivery system and valve were used to complete the procedure. The patient tolerated the procedure well.